Event description:
As reported by the customer: "while we were venting the valves started leaking blood and spraying blood onto the floor and cpb machine. Blood would travel towards the valve, but not through it. When replaced by a different valve, be it the spare terumo or the spare sorin, the problem was rectified." Clinical discussion states that venting was without issue for nearly 60 minutes into cpb, and then the vent valve started to leak and spray blood. At that time, blood was not able to be aspirated through the valve and directed to the reservoir. The valve was changed out and a replacement was inserted into the vent tubing line. There were no issues with the new valve and venting was able to be performed for the remainder of the procedure. There was blood loss as a result and the estimate is 50-100 ml. The procedure was completed successfully, without harm, and there was no delay in the surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device, however, the complaint was confirmed through clinical review. No sample or lot number were received, but this complaint was confirmed via the clinical review. Based on the description, it appears that this complaint may be related to MDR 1212122-2013-00010. A sample was received for that MDR. We will provide a follow-up as more information becomes available. Complaint will be included in associates awareness training. We were unable to review the device history for production related problems without a lot number. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).